Event description:
Doctor was using the tps burr (6.5 ) after use it was put down on the drapes, and it melted a hole through the top 2 drapes. This happened again after using the burr. The drape was covered with sterile ioban. After the case the affected portion of the drape was removed and sent to biomed. The tps automatically sets the speed for the burr.